Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have received sensor errors. The customer states the sensor has fallen off due to them sweating. The customer's blood glucose level at the time of incident was 40mg/dl. The customer treated the lows with food and a drink. The customer's blood glucose level at the time of sensor error was 112mg/dl troubleshoot was conducted. The customer removed the sensor and notice it was bent. The customer was advised the sensor would be replaced and returned for analysis.